Manufacturer narrative:
(B)(4).

Event description:
Received info the pt was experiencing a burning sensation over the ins location every now and again, not constant. No known accident or incident related to this complaint. Pt has felt the warmth since implant. Additional info received stated the pt had a lead revision due to a shock like sensation over his leg. After the revision and reprogramming, the pt had a return of therapeutic stimulation. No device will be returned.